Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During a follow up, several episodes of non-sustained right ventricular oversensing were noted. Sjm was contacted and the device was reprogrammed to resolve the event. The patient is in stable condition.